Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: this patient was in a mitral clip procedure. A pericardial effusion was noted after the mitral clips were released and pericardiocentesis was performed. During the pericardiocentesis, a micro introducer sheath was inserted, and the physician had a difficult time advancing the guidewire. After attempting to rewire the micro sheath, the micro introducer sheath broke, and the physician was unable to retrieve the sheath from the patient's body. Cvts (cardiovascular and thoracic surgery) was contacted, and the or (operating room) team arrived to cath lab to perform a small pericardial window to retrieve the sheath. The retained piece of sheath was retrieved successfully, and fragments were given to cath lab manager.

Event description:
It was reported that: this patient was in a mitral clip procedure. A pericardial effusion was noted after the mitral clips were released and pericardiocentesis was performed. During the pericardiocentesis, a micro introducer sheath was inserted, and the physician had a difficult time advancing the guidewire. After attempting to rewire the micro sheath, the micro introducer sheath broke, and the physician was unable to retrieve the sheath from the patient's body. Cvts (cardiovascular and thoracic surgery) was contacted, and the or (operating room) team arrived to cath lab to perform a small pericardial window to retrieve the sheath. The retained piece of sheath was retrieved successfully, and fragments were given to cath lab manager.

Manufacturer narrative:
(B)(4). A product evaluation could not be completed as there was no product returned for evaluation. A DHR review was completed for lot 73m2200054, and no issues or nonconformities were noted. Case details were reviewed. It is unknown where exactly the sheath broke. The IFU states the following warning and precaution: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. As per the reported information, physician experienced difficulty advancing the guidewire. This indicates potential anatomical issues or some concomitant device interaction. No details were provided by the customer to confirm the case. Surgery was employed by ctvs surgeon to remove the sheath. A manufacturing record review was completed and no related nonconformances were found. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.